Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery depleted rapidly between replacement indicators. One month after reaching a battery status of elective replacement indicated (eri), the device declared a status of end of life (eol). A fault code was later displayed, indicating an extended charge time. The patient was hospitalized pending ICD replacement.